Event description:
There were needle sticks despite the lock being in place. Two persons suffered needle sticks with a single needle. Details: the first needle stick was caused to a staff member of the laundry vendor by a needle that had been placed in the pocket of a nurse's uniform. It is unclear if the needle was locked at this time, but they said that he/she heard a clicking sound when they touched it., they said that at that time, the needle was in the case and the seal had been removed. In the second needle stick, the nurse at the hospital's outpatient clinic who received the needle that had stuck the staff member of the laundry vendor, suffered a needle stick. It is unknown if the lock was in place on the needle at that time. When the actual item was received by icn, both the rear needle and the puncture side were locked. Needle injury: yes. Other injury: none. Quantity: 1. Blood was adhered to the needle. (For two persons). It is unknown whether it was an unused or used needle. Batch#: unknown. (B)(6) on (B)(6) 2025. As per below information (description of medical intervention). The cleaning company staff provided medical intervention, such as administering injections of antibiotics.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.